Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a pt experienced blurry vision and a lack of depth perception while driving. The lens was exchanged two and a half years later. The nurse reported an enlarged incision was performed during the lens exchange procedure. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).